Manufacturer narrative:
E1: facility name "infusystem inc. - (B)(6) care center". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming high pressure. Reporter stated all tubing was free of kinks and clamps were open and moveable. Light pressure was applied to the port site, repeated all troubleshooting steps but the alarm was not resolved. Per reporter, batteries were removed and clamped tubing. Confirmed drug was 5fu. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Concomitant product: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.